Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Only the dislodged stent was returned; the stent delivery system (sds) was not returned. There was no damage noted to the stent. There was no damage noted to the copilot that was returned in an open position. Difficulty inserting the sds into the rotating hemostatic valve (rhv) may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, introducer sheath/rtv damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. To help ensure this difficulty is not related to a manufacturing deficiency, the stent is checked for proper strut dimensions, and the stent is inspected for stent damage during the manufacturing process. The inner diameter of the copilot and stent outer diameters were measured and met manufacturing criteria. A new sds was able to advance and retract through the returned copilot in the open position without resistance noted, thus the difficulty could not be confirmed; however, it is possible the rhv was not fully open during the procedure, resulting in an interaction with the stent. If force was applied in the attempt to advance the sds through the closed rhv, it would have contributed to the stent dislodging. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulty inserting the sds through the copilot and stent dislodgement could not be determined.

Event description:
It was reported that during attempted insertion through the copilot, the xience v stent delivery system (sds) became stuck in the valve. The sds was pulled and the stent dislodged from the balloon and remained in the distal end of the valve. The copilot was removed and another copilot from a different lot was successfully used, using the same guide wire and the same size xience v sds. There was no adverse patient effect. Though requested no additional information was provided.